Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during central processing, a large suturecut needle driver instrument had frayed wires. There was no report of patient involvement.